Manufacturer narrative:
(B)(4). The customer confirmed that the device has been retired and removed from service. The device will not be returned to physio-control for further evaluation. The cause of the reported failure could not be determined.

Event description:
It was reported that during testing, the device would not recognize a patient connection when the electrodes were connected. There was no actual patient use associated with the reported failure.